Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinic that they had been receiving remote transmissions from the patient in the past. However, the remote monitor power light was red and the patient could not send a manual transmission. Troubleshooting steps were taken to no avail. A new monitor was to be ordered for the patient. No patient complications have been reported as a result of this event.